Event description:
Hi there, my name is (B)(6) and I am a breast implant illness sufferer. I had my first set of implants 9 years ago, they were smooth round 500 cc saline implants. I paid (B)(6) to have my implants put in by dr (B)(6). After 1 year, my implants slid down out of the breast pocket and started to cause me severe neck and back pain. I also started to develope severe anxiety and gained 20 lbs. I was inflamed and had joint pain and was not recovering from my workouts. I was always swollen. I went to dr (B)(6) with my concerns. He blamed my symptoms on aging and the drop of my breast due to my causes being thin along with thin skin. He offered to do a lift and use the same implant and said that should hold them in place. I did that, for another (B)(6). I started to feel better, but my heating was very slow. From the lift incisions, I would leak fluid and pus, it took 3 months of antibiotics to heal. One year after my symptoms, I was already having after my previous breast surgery started to get worse. I have anxiety, fatigue, joint pain, insomnia, brain fog, can't concentrate, memory loss, numbness in my hands and feet, vertigo (much more as of recent), temperature intolerance, muscle weakness, light sensitivity, sound sensitivity, hair loss, dry skin, dry eyes and private parts, constant sinus flare ups with no infection, candida, parasites, visual problems, ear ringing, digestive issues, food intolerance, pain in breast, swollen lymph nodes in my breast region, fibromyalgia symptoms, heart palpitations, right sweats, panic attacks, hormonal imbalance, depression, terrible menstrual cycles, vasovagal response. I was placed on (B)(6) for all of these symptoms. My drs could not figure out what was wrong with me. I could no longer work. My left saline implant ruptured in 2016. I went to my dr, dr (B)(6) and he said lets replace them. He told me that mentor would cover the cost of a new set. So I did. I had then replaced and went smaller because at this point I had gained 40 lbs and my last set were so heavy. Before surgery, dr (B)(6) drained my right breast to figure out a size. He drained 600cc's. I had contracted with him prior 500cc's. My insurance company did agree that pay for the removal. I went to 330cc high profile smooth round saline mentor implants. I was never provided a pathology report, only confirmation that my implant was in fact ruptured. My dr said he sent the implants to mentor and I received no f/u. My symptoms never went away. In facts, I have gotten much worse. I came across a (B)(6) group called "breast implant illness and healing by (B)(6)" and realized instantly that there were 70,000 other women who were just like me with all of the symptoms. That is when I put 2 and 2 together that my illnesses that I never had before implants were I fact my implants. I am scheduled for explant with dr (B)(6) in (B)(6) on (B)(6) 2019. I have capsular contracture in my right breast and suspect another rupture with a weird sharp fluid pocket, these implants will go to (B)(6) pathology and not back to mentor. I am more than happy to share them with the FDA if provided a research group to send them to.